Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP,bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The manufacturer's investigation is ongoing. A follow up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP,bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The manufacturer's investigation is ongoing. A follow up report will be submitted when the manufacturer's investigation is complete. In the previous report, it was submitted for customer alleging an issue related to a bipap device's sound abatement foam threatening legal action. However, after further investigation it has been determined that this should be a not reportable event. Thus, this report is not reportable at this time.